Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. She stated that when she tried to change the battery and took the battery out, the battery cap fell. She replaced the battery cap and the pump went blank. The customer stated that she has tried 3 new batteries. After troubleshooting, the customer said the blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not being returned for analysis.